Manufacturer narrative:
Olympus technical assistance center personnel instructed customer to take the power cord from the working oev-261h and plug into the one with no power, the cord will not reach. They then recommend getting their biomed to try and run power directly to monitor, this way can tell if it is a monitor issue or a boom /power issue. It does not appear the device will be returned. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, there was no power going to the high definition lcd monitor. According to the initial reporter, the power connections were verified and the other unit was functioning properly. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the patient board failure or because the power supply box failed.

Event description:
A follow-up phone was established with the initial reporter of the user facility. They did report the event, however, they do not work with these devices and it would be best to speak with their colleague. The colleague advised that this was during set up. There was no patient injury or medical intervention required. The device would just not power on at all. There was no damage or abnormalities observed other than the device not being able to turn on. The serial number of the device is unknown and also not available as the device has been disposed of. The device will not be returned. The intended procedure was able to be completed with another device. It is unknown as to what device was used to complete the procedure.